Event description:
A customer reported their epiq 5 ultrasound system locked up multiple times during a breast biopsy requiring the tech to reboot the system each time. There was no reported patient or user harm as a result of the issue. No additional information could be obtained at this time. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
The service engineer replaced the e-box and addressed the customer's immediate concerns. A thorough investigation was performed to determine the cause of the reported issue. The e-box was evaluated, and the reported issue was unable to be reproduced. The system has been returned to service and no further similar issues have been reported post repair.